Manufacturer narrative:
H3: analysis of product ID 977c265, lot#/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024 found broken conductors. Continuation of d10: product ID 977c265, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for spinal pain I ndications. The reason for call was rep. Met with pt for follow up and noticed the pt had elevated impedance values on 2(24,00) and 4(24,000). Rep. Moved the active electrodes around and reprogrammed. Pt then was good for 4 days and started noticing issues with getting coverage, so rep. Met with pt again today and noticed the following impedance values using 0 as a reference electrode: 2 - 25470, 3 - 25570, 4 - 25570, 5 - 25270, 9 - 4320, 10 - 25420, 11 - 4460, 12 - 4300. Rep. Said pt had 9 total contacts with elevated impedance values today. X-ray was performed at implant, at post-op, and recently, and the position of the leads had not changed; leads were "perfect midline." Rep. Denied pt falls or traumas and pt's spouse said pt was typically confused had pre-existing confusion and headaches (intermittent), but now the headaches were better, but pt still had pain. Headaches were more present a couple of weeks ago. Discussed possible source of impedance issue and suggested moving reference electrode around to determine what pairs could work to program pt successfully. Cause is unknown. Rep moved the reference electrode around and was able to get coverage for pain. Impedances still running high, but rep was able to target pain with active electrodes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient via the manufacturer representative reported that the lead was replaced. The patient was now receiving coverage in the desired areas for pain. The issue was resolved.